Event description:
Approximately 45 minutes into treatment, blood was seen leaking from the venous chamber/top cap joint. A new venous line was set up and treatment continued with no further problems. No intervention was required. MDR is filed for estimated blood loss of 150-200cc.